Event description:
The user facility reported a water leak from their 20" century vacuum steam sterilizer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and observed that there was a small piece of plastic in the unit's drain funnel which obstructed the drain and caused water to leak onto the floor and into the floor below. The technician removed the blockage, completed a test cycle and returned the unit to service. This unit was installed in april of 2005 and is under steris service contract. The last preventive maintenance was performed on (B)(6) 2014 at which time the unit was verified to be operating to specification.